Manufacturer narrative:
Per -7456 initial report additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted during the revision and an update on the patient post revision has been requested in order to progress with the investigation of this event, and if receieved, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity dual mobility revision of the ecima insert after approximately 2 years and 5 months due to a non-corin head and taper sleeve disengaging from the metafix collared stem.

Event description:
Trinity dual mobility revision of the ecima insert after approximately 2 years and 5 months due to a non-corin head and taper sleeve disengaging from the metafix collared stem.

Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays, operative notes (primary and revision), patient activity level and medical history, whether the patient followed correct post-op protocol post primary surgery, whether the patient experienced any slips / falls or other trauma post primary surgery, what was implanted during the revision and an update on the patient post revision was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the scope of the investigation was limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with this record conformed to material and dimensional specification at the time of manufacture. Based on the avialable information, no further investigation can be conducted and the root cause could not be determined. However, off-label use where a non-corin head and taper sleeve were used with the metafix collared stem could have contributed to the event. This case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.